Event description:
The following information was provided: "the ceramic femoral head was implanted by the surgical reg by tapping with a regularly used hammer. With just one tap, the ceramic head shattered into multiple pieces. Biolox delta head applied by surgical spr using correct hammer and impactor. Single strike and head shattered. Swab under trunnion and trunnion had been cleaned after final trial- no obvious trunnion deformity noted at that stage swab appeared to have caught all the fragments. Trunnion of femoral stem scored". Remedial actions taken by healthcare facility: "informed the consultant, who then removed the shattered pieces and the stem. A washout and replaced with a new stem and ceramic head".